Event description:
It was reported that during testing conducted at the manufacturer facility the device was producing metal shavings. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was producing metal shavings. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During service, metal shavings were found internal to the device. A pin was also found stuck inside the device. A pin can bind in the device as a result of increased friction, causing metal shavings to shear off in the attachment. The device was scrapped by the manufacturer.